Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). OEM manufacture: the manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of bd safe-clips¿ were not clipping/jammed during use. The following information was provided by the initial reporter: consumer reported she purchased two new bd safe-clip devices and that one of them is not clipping the needles at all. Stated she also doesn't know how to clip the needles with this device. Informed consumer of how to properly use the safe-clip device. Consumer stated it clipped her 4mm pen needle but not fully. Sending consumer a replacement. Lg: lot #: 9142026, catalog#: 328235, date of event: unknown.

Event description:
It was reported that an unspecified number of bd safe-clips¿ were not clipping/jammed during use. The following information was provided by the initial reporter: consumer reported she purchased two new bd safe-clip devices and that one of them is not clipping the needles at all. Stated she also doesn't know how to clip the needles with this device. Informed consumer of how to properly use the safe-clip device. Consumer stated it clipped her 4mm pen needle but not fully. Sending consumer a replacement. Lg lot #: 9142026. Catalog#: 328235. Date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. According with the DHR review information, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1).